Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, a low heart rate was observed and the patient reported some dizziness. The right ventricular (rv) lead had impedance measurements greater than 2,000 ohms and the x-ray revealed some insulation damage to the lead. As a result, a lead revision procedure was recommended. The physician indicated that due to the rv lead's design, he was only able to remove the terminal portion of the rv lead. The physician indicated the distal portion of the lead was stuck. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 415mm from the terminal pin, only the proximal segment was returned. The conductor coils were fractured between 247 - 265mm from the terminal pin. The conductor coils in this area are deformed (flattened) and the insulation showed compression damage as well. Due to the location and type of damage, this was consistent with entrapment in the clavicle/first-rib region.